Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 18338773, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was explanted due to suspected infection. It was mentioned that the patient had pain and redness at the pocket site, but it was noted to be normal following implant procedure. The physician confirmed that the incision and pocket site did not look infected. The patient was in the hospital and was prescribed intravenous antibiotics.